Event description:
A falsely elevated troponin I result of 14.03 ng/ml was obtained on a pt sample. The result was reported to the physician. The same sample was retested on an alternate instrument and a result of <0.04 ng.ml was obtained. No information was provided regarding pt treatment. Unable to determine adverse health effects due to falsely elevated troponin I results. Analysis of the instrument shows that the most likely cause for the falsely elevated troponin I results was the pipettor assembly.